Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu/erbe) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation was confirmed and reproduced the customer reported complaint. The erbe was placed on an in-house system and was run in normal mode.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting erbe error, an investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the erbe to resolve the reported issue. Isi did not receive the da vinci product back for failure analysis; therefore, the root cause of the alleged customer reported failure mode has not been determined. To the customer reported issue. This complaint is reportable malfunction event due to the following: the electrosurgical generator unit (esu) was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a backup esu. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the monopolar was not firing and the system had an error message c-34. The customer tried rebooting integrated electrosurgical unit (iesu/erbe) and change energy activation cable. An intuitive surgical, inc. (Isi) technical support engineer (tse) informed the customer to use external cautery device. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the reported issue occurred during procedure. The system functionality was checked upon powering on the system and the erbe initially powered on without errors. The erbe had an error c-34 reported during monopolar firing and the bipolar working fine. The customer used 3rd party energy device for monopolar energy. The procedure was completed robotically.